Event description:
It was reported that the pressure transducer printed circuit board of anesthesia workstation was contaminated with liquid. There was no patient harm reported. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. Based on technician statement, the anesthesia workstation was contaminated with water from patient unit area. The following parts were affected with liquid: expiratory pressure transducer printed circuit board, main backplane board and valve drivers board. Confirmation of the reported issue was obtained through the attached photos. Even though the indicated parts were replaced, the device was not fully repaired and reset after commissioning. The customer decided not to further repair the equipment. The device was not delivered to the user in working condition. It remains unknown what kind of liquid it is and under what circumstances the reported issue occurred. Therefore, the root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).